Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection noted no anomalies. Device memory was reviewed and it was noted that the device battery status was at middle of life 2 (mol2) with 2.61 volts remaining. An attempt was made to complete a manual lead impedance test. A message was displayed indicating the test could not be completed since a ventricular episode was in progress. Testing verified both pacing and defibrillation output were available and after the device delivered an appropriate shock during testing, the device was able to successfully complete a manual lead impedance test. Examination of the device memory confirmed that the device had stopped doing daily measurements approximately five months prior to explant. Detailed analysis of the device memory was completed. It was discovered that the portion of memory responsible for ventricular episode in progress had an altered value. Extensive detailed analysis was unable to determine the root cause.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection noted no anomalies. Device memory was reviewed and it was noted that the device battery status was at middle of life 2 (mol2) with 2.61 volts remaining. An attempt was made to complete a manual lead impedance test. A message was displayed indicating the test could not be completed since a ventricular episode was in progress. Testing verified both pacing and defibrillation output were available and after the device delivered an appropriate shock during testing, the device was able to successfully complete a manual lead impedance test. Examination of the device memory confirmed that the device had stopped doing daily measurements approximately five months prior to explant. Detailed analysis of the device memory was completed. It was discovered that the portion of memory responsible for ventricular episode in progress had an altered value. Extensive detailed analysis was unable to determine the root cause.

Event description:
Boston scientific received information that during a routine follow-up appointment, this implantable cardioverter defibrillator (ICD) displayed a message indicating a ventricular episode was in progress. However, the patient was in a sinus brady rhythm above device programming. Various troubleshooting techniques were attempted however were not successful. The device was programmed off and the patient was admitted to the hospital. An invasive procedure was then performed and the device was explanted and successfully replaced. No adverse patient effects were reported.